Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device was giving the nurse alert 113 (reduced water temperature control). They were not experiencing, any issues or alarms during testing. It was explained that the alerts were related to patient probes. Biomed stated that they wanted to have an assessment on the device because of the previous issues with alerts involving probes.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device was giving the nurse alert 113 (reduced water temperature control). They were not experiencing, any issues or alarms during testing. It was explained that the alerts were related to patient probes. Biomed stated that they wanted to have an assessment on the device because of the previous issues with alerts involving probes.